Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device switch was hard to move, the control lever was hard to move and corroded and the coupling head was corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported the during a unspecified veterinary surgical procedure, it was observed that the "on/off" on the small battery drive device was difficult to turn. There were no delays in the surgical procedure. It was reported that a spare device was used to complete the procedure. There was no human patient involvement as this was a veterinary procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.